Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo lesion was located in the mid left anterior descending artery which was moderately calcified and moderately tortuous. The physician advanced the 2.25 x 12mm nc quantum apex balloon catheter to the lesion and inflated to balloon to 10atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patients status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the nc quantum apex balloon catheter was received with blood in the wire lumen of the catheter. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear in the balloon wall near the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred.vascular access was obtained through the femoral artery. The de novo lesion was located in the mid left anterior descending artery which was moderately calcified and moderately tortuous. The physician advanced the 2.25 x 12mm nc quantum apex balloon catheter to the lesion and inflated to balloon to 10atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patients' status is good.